Event description:
(B)(4). Since I got my essure put it (until recently I never considered they were the issue) I have had severe menstrual pain. To where I can't even get out of bed and parent my children. I have migraines 6-7 days a week. I've gained over (B)(6) pounds since getting them in. I'm tired all the time, I used to be extremely active but now I have no ambition to do anything. My hair falls out on occasion. I'm extremely moody and depressed. Thinking about having a hysterectomy which is something I never wanted because it's the only thing I can afford to do because my insurance will cover it. And my insurance did cover the essure procedure. But will not cover getting them removed.